Manufacturer narrative:
Insulin pump was programmed with multiple boluses and monitored. All bolus delivered showed in carelink and pump's bolus history screen. No carelink anomaly observed during testing. Cracks to the case, reservoir tube lip, battery tube threads and misisng end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer's insulin pump was displaying incorrect data. The customer also stated they were advised their insulin could be creating false data. The customer requested to have her insulin pump replaced. Customer's blood glucose was 2.8 mmol/l. No additional information provided.